Event description:
This trach was to replace a defective trach balloon from same surgical encounter; 8 distal shiley trach tube was opened to the field and the balloon was tested. When the new trach tube was placed and drapes were removed from the patient; the new trach tube was again not holding air. Removed and replaced with different trach type/brand. FDA safety report ID# (B)(4).